Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella 2.5 device for mechanical circulatory support. While on support, after insertion, there was significant bleeding at the insertion site, so the patient was urgently weaned off. Weaning was successful, the device was removed.